Manufacturer narrative:
(B)(4). Concomitant products: 51-103180 -tprlc 133 type1 pps so 18.0 lot 2753424. 010000666-g7 pps ltd acet shell 58g lot 3167650. 010000859--liner acet g7 neut, size g 36mm lot 3302896. Unk screw g7 6.5x25mm unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified.review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced left hip sciatic pain. The surgeon notes indicate sciatica had been treated with medications and physical therapy and the hip is functioning well. There were no additional patient consequences reported.